Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that intermittent kinking of the catheter was suspected due to intermittent extremes in spasticity control. The hcp had also noted increased reservoir volumes occasionally. The catheter was replaced at a higher tip level. Findings at surgery: "catheter had been placed midline with no anchoring device in place; otherwise no obvious defects or leaks noted. Good cerebrospinal fluid return before the catheter was pulled." Final patient outcome was not reported. A follow-up report will be sent if additional information becomes available to us.